Manufacturer narrative:
Batch record review of lot c129 was conducted. There were no nonconformities associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, tubing leak. An upward trend was detected for this complaint category. CAPA (B)(4) was initiated for complaint category, tubing leak. A review of lot c129 shows no trends. Service (B)(4) was completed: field engineer removed, checked height and lubricated pump #1. Cleaned pump deck and performed pump calibration and system checkout. A photo was sent by the customer for analysis. The picture shows evidence of a blood leak out of a location on the right side of the collect pump tubing segment. The root cause cannot be determined based on the info available for this complaint; however, during the MFR process 100% of the kits are leak tested in-process. All leak test rejects are reviewed and a leak in the tube has not been a failure mode noted. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer reported a pump error (specific alarm not reported) at 1263 ml whole blood processed and noticed a leak from pump one (collect pump). Treatment was aborted and cells from return bag were reinfused. Pt fluid balance was -108 ml. Return bag was filled with 138 ml: these 138 ml had been returned to pt to get a positive fluid balance. The pt was reported in stable condition. The customer cleaned the pump deck but service order (B)(4) was generated to clean below pump #1. The kit was not returned; the customer returned a photo for analysis.